Event description:
It was reported that the mode is listed on two separate lines rather than one in the report from the latest remote transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.